Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a severe hypoglycemic episode while using the ilet with a dexcom g6, with cgm readings reported below 40 mg/dl and subsequent ingestion of approximately 85 grams of carbohydrate; the user self-administered intranasal glucagon and called emergency medical services, and no hospitalization occurred. Symptoms included severe hypoglycemia. Outcomes included ems involvement and recovery following oral carbohydrate and glucagon administration. Investigation included review of device use, event history, cgm data synchronization, and alarm configuration on the user¿s phone and associated circle app. Investigation of this case revealed no device malfunction reported, with contributing factors including nocturnal snack leading to corrections, announcing breakfast after cartridge change with elevated glucose, difficulty hearing alerts, and a circle app sharing configuration issue that was corrected by re-inviting and enabling alerts. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.